Manufacturer narrative:
The product evaluation was performed by the distributor. The issue of bed exit not alarming was resolved by plugging the unit back into the wall outlet.

Event description:
It was reported by the distributor that there was a patient fall event. It was further reported the bed exit did not alarm due to the unit being unplugged. No additional information was provided regarding any alleged injury resulting from the reported fall.